Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his sternum on his surgery scar. The area was described as a blister that is oozing. The final medical outcome of the irritation is unknown.